Event description:
It was reported that, during a thr surgery, one (1) reamer handle broke while in use. The procedure was resumed, without any delay, using a similar s+n back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a thr surgery, one (1) mi z handle acet reamer broke while in use. The procedure was resumed, without any delay, using a similar s+n back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11: results of investigation: the associated device was returned and evaluated. A visual inspection of the returned device found that the device was returned with the proximal joint fractured. The entire device is worn from use with the identification markings illegible. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed that this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that a similar event was previously identified, and escalated actions were performed. It has been concluded that there is a potential for breakage if used after the expected lifetime or excessive force is used as this device is a reusable instrument and it is expected to wear over time. Also, the failure rate of this issue is within expected and documented in the risk file. The batch number under this complaint was manufactured before these actions were initiated. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Consequently, based on the device evaluation and the results of investigation referenced above, it has been identified that this event should be re-evaluated for MDR reporting. The proximal joint fractured is contained in a cover case, where it is not possible for pieces to fall into the surgical site/incision, requiring no or minor medical intervention. The event may result in a short procedural delay and/or require the use of a backup device to continue the procedure. This event is not likely to cause or contribute to a death or serious injury and is considered not reportable pursuant to applicable regulations. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If additional details confirm the occurrence of a reportable event, we will update our records accordingly and submit a subsequent report detailing both the event and the completed investigation.